Event description:
The doctor claims that during the implantation for an abdominal aortic aneurysm procedure, the graft leaked blood through its walls (quantity not reported). The pt expired. The graft remains in the pt. Note: the complaint description as reported by the doctor does not specifically state that the pt's death was or may have been related to the device or the surgical procedure. Add'l info has been requested, but appears, at this time, to be unattainable. On the basis of the complaint description provided by the doctor, there is no apparent connection between the death and the graft leakage.